Manufacturer narrative:
Product event summary: the lead was returned in segments for analysis. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant, and indicated stretching. The lead was returned in pieces and severely stretched. Insertion testing not performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The sheath was positioned; however, during insertion the lead was unable to pass through. When the physician tried to place the lead in the ventricle, the lead became stuck. The lead was unable to be withdrawn and the physician opted to cut the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.